Event description:
It was reported that the patient¿s blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod for approximately 24 to 36 hours. Upon inspection, the patient noted that the cannula had dislodged from infusion site (abdomen) and that insulin was leaking. The patient confirmed that the adhesive remained secure during wear. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.